Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the physician suspected an rv lead malfunction and decided to replace the lead. During the explant procedure it was noted that the lead was damaged. The lead was explanted and replaced. The patient was in stable condition.